Manufacturer narrative:
No failure was indicated in the original procedure or in the explant at the time of revision. Explant was not returned for investigation and no additional information about the revision is available at this time. The product lot could not be obtained therefore, DHR review could not be performed. Attempts to obtain additional information have been unsuccessful to date. Based on the available information the reason for the revision surgery and whether it is related to the tops system or versalink fixation system could not be determined. As in other orthopedic spine implants, a certain rate of revisions that are related to patient anatomy, surgical technique and other related factors and/or their combination, are expected. The rate of revisions for the tops system with or without versalink is lower than the reported rates in the literature for similar systems. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
The company was informed about a revision case of the tops system with versalink in germany. In the revision surgery, the tops motion implant was removed and replaced with a new tops device while pedicle screws and versalink rods remained in-situ. No other details were provided and no additional information is available.